Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6; part: 03.033.001. Lot: l700504. Manufacturing site: hagendorf. Release to warehouse date: 16 march 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # l700504) was received and received at us customer quality (cq). Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. No issues were observed with the device. Device failure/defect identified? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. Conclusion: the complaint condition is un-confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # l700504)). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a femoral recon nail insertion, the threads of the driving cap which thread into the insertion handle broke, which appears to be apparent metal to t although the part was well screwed in into the insertion handle where it broke. It leads threads inside the handle metal irretrievable. So, both of these parts are not useable and broken. There was no surgical delay, and the procedure was successfully completed. There was no adverse effect to the patient. This complaint involves two (2) devices. This report is for (1) radiolucent insertion handle frn. This report is 2 of 2 for (B)(4).